Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent deployment issue occurred. During a subclavian stenting procedure, the physician used a 6x20x120 epic¿ vascular stent. The physician used a short stent because the lesion length was short. When the physician deployed the stent, a "jumping issue happened". When the physician clicked the thumbwheel to deploy the stent, the stent moved about 1cm. The deployed stent did not fully cover the lesion and extended into 'normal' tissue. A second stent was deployed to cover the lesion. There were no patient complications and the patient's condition is good.